Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and before the physician was able to place the stent, the physician wiped the proximal end of the occlusion balloon wire and it pulled apart (separated) resulting in the occlusion balloon deflating. The device was removed. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.